Manufacturer narrative:
On 10/14/2019, mentor completed the manufacturing record evaluation (mre). No anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the device, it was observed shell wear on the anterior aspect and extending to the posterior aspect, suggesting in-vivo folding or creasing of the device. A tear measuring approximately 1 cm was observed within the shell wear and a siltex cracking area on the posterior aspect. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture, device migration this report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 475cc and experienced capsular contracture, baker grade 3 on the left side, a device migration on the right side, and bilateral ruptures post-operatively which were confirmed by a physician as a result, the patient underwent removal and replacement with unspecified allergan implants on (B)(6) 2018. This report is for the right side device. This report contains supplemental information for mentor psr reference number (B)(4).